Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test,and unexpected restart error test. The unit passed all operating currents tested within the specification range and passed off no power test. The insulin pump programmed the basal rate; the device was monitored and tested with the basal rates remained saved. The clear settings and the check setting alarm features functioned properly. The unit was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 401 mg/dl, and she experienced dehydration as a result. The patient changed her infusion set six times. The patient also treated via manual insulin injection. Troubleshooting was initiated for the insulin pump and there were no apparent anomalies. The device to reprogram the insulin pump had occurred, and the alarm did not occur during the first rewind. The insulin pump was returned for analysis.